Event description:
It was reported that this pacemaker was oversensing ventricular pacing in the atrial channel and atrial tachy response (atr) events were stored due to the oversensing. Technical services (ts) was consulted and recommended reprogramming options to resolve the oversensing. This pacemaker remains in service. No adverse patient effects were reported.